Event description:
It was reported that intermittent occlusion alarms occurred. Customer fills tubing and resumed insulin to address the issue. There was no adverse impact to customer¿s blood glucose level